Event description:
According to info supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Manufacturer narrative:
"Three leads total to be extracted lv lead, ra lead and rv lead. Lv lead was attempted first using g26550 x 1 g23749 x 1 g31923 x 1 g23737 x 1 device tracked to distal tip then lead body broke. Ra lead attempted with g23749, g31923, g46540 during this attempted lead extraction the blood pressure was noticed to be dropping and the physician made a decision to go to an open procedure. Eventually patient was sent to post op for a sternotomy procedure." Additional info received from dm: the progress of the leads to be extracted was as follows: 1st the coronary sinus lead. Physician placed a locking stylet inside lead body he used an 11 sh rl to gain vessel entry after vessel entry he switched to a 9 rl to track down a distal tip. He was able to track down almost to the tip of lead 1/8 inch away, but the lead would not release he tried this three times and during the third try the lead body broke. There was a very thin wire, part of the lead body, that he was able to place a bulldog onto and he tried to use a 13 rl to track down, the wire broke again 2 inches proximal of distal tip. No further attempt was made to extract this portion of the cs lead 2nd lead attempted to be extracted was the ra lead. After locking stylet was inserted into lead. Again the 11 sh rl was used to gain entry into vessel. He then switched to a 9 rl and made it down just a little further than the shortie. He decided to try an 11 evolution (old style) and made to about the same place, had an issue with wrap. At this point of the procedure he started noticing a drop in blood pressure. (Pt was pacer dependent and had a temporary pacer pacing) once it was determined that temporary pacer was working he decided to abort extraction and to open pt chest. I decided to remove myself from room and wait outside. After pt was put on bypass, physician did repair the vessel somewhere in the "turn" which may indicate the innomanate/svc area. I never really got a clear understanding as to when or where problem occurred. (B)(4).